Event description:
In 2005, I underwent a cervical fusion of c5/56 with implanted cadaver bone and tissue. Ninety days after the procedure I began experiencing shortness of breath and other problems. This led to an initial diagnosis of boop / lung disease and heavy steroid therapy that was ineffective. I then underwent open lung surgery in 2006 and was further diagnosed with a mixed connective tissue disorder and auto-immune disease. I have been undergoing chemotherapy with heavy cytoxan dosages and have experienced permanent organ damage and have a guarded prognosis. I believe the only thing I was exposed to that could have caused these dramatic changes in health were the bone and tissue implants.